Event description:
Dr (B) (6) noted on the calcium sulfate recall response form that the product failed. In follow-up with the clinic, the dental assistant indicated that dr (B) (6) had a pt with a failed graft, "it just fell off." Further follow-up with the clinician is ongoing.

Manufacturer narrative:
Report of infection was in response to recall communication. The recall has been initiated for an issue relating to the sterility of the fast set solution included in the calcium sulfate kit. The fast set solution is used to help the calcium sulfate product set. Confirmed clinician used the fast set solution in preparation of the calcium sulfate hemihydrate material.